Manufacturer narrative:
Patient identifying information is not available for reporting. This report is for one (1) unknown dhs plate. Implant/explant dates: unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Unknown as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a dynamic hip system (dhs) plate does not fit over the screw. The screw was noted as being too big. The surgeon switched out the screws and continued the procedure. A delay of 15 minutes was noted. No reported patient harm. This report is for one (1) unknown dhs plate. This report is 2 of 2 for (B)(4).